Event description:
There was an allegation of questionable elecsys ft3 iii results for 1 patient sample on two cobas e 801 module compared to an abbott architect analyzer. Refer to the attachment to the medwatch for all patient data.

Manufacturer narrative:
The customer's analyzer serial number was not provided. The customer's ft3 reagent lot number and expiration date were not provided. The investigation analyzer serial number is (B)(6) . The reagent information provided in h10 was used on the investigational analyzer. The customer suspects an interfering factor in the patient sample. The investigation is ongoing.

Manufacturer narrative:
The patient sample was received for investigation. The investigation did not identify the presence of an interfering factor in the patient sample. The investigation did not identify a product problem.